Manufacturer narrative:
An event of structural valve deterioration and heart failure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that on (B)(6) 2022, a 25mm navitor valve was implanted utilizing an unknown flexnav delivery system. On (B)(6) 2024, the patient returned with heart failure. The patient had preserved ejection fraction affecting peripheral along with small circulation congestion. The patient was hospitalized, and medication was provided to treat the patient. There were no device issues. On (B)(6) 2024, the issue resolved without sequelae. Based on all available information, the reported heart failure appears to be related to the structural valve deterioration. A cause for the structural valve deterioration could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1003 - vantage patient site ID: (B)(6) it was reported that on (B)(6) 2022, a 25mm navitor valve was implanted utilizing an unknown flexnav delivery system. On (B)(6) 2024, the patient returned with heart failure. The patient had preserved ejection fraction affecting peripheral along with small circulation congestion. The patient was hospitalized and medication was provided to treat the patient. There was no device issues. On (B)(6) 2024, the issue resolved without sequelae.